Event description:
(2/4, reference (B)(4) for related complaints) (2nd cassette). As per medwatch mw5109098: patient reported pumps have alarmed no disposable with two different treprostinil cassettes, stated was in the middle of the infusion timeframe and each time the patient troubleshooted and restarted treprostinil infusing using the same cassette and pump. No lot number available. No further details provided.